Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.' A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the machine intermittently lost network connectivity. A technical support specialist (tss) dialed into the station and logged in as carefusion admin (cfnadmin), confirming that the station was no longer in disconnected mode. The tss ran the critical override (co) reason query and found that the status was set to manual co. An email was sent to the customer to gather additional details. The tss accessed the command shell on the station and ran the command `ipconfig /all`, which showed that netbios over tcp/ip was enabled. A comparison with other stations revealed that netbios over tcp/ip was disabled on those systems. The tss advised the customer to check with their information technology (it) team regarding whether netbios was required in their network environment. The netbios over tcp/ip setting on the station was then disabled to resolve the issue. No further disconnection issues were reported after one week of monitoring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced an issue where the machine intermittently lost network connectivity and randomly entered disconnected mode, which caused it to go into critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.